Manufacturer narrative:
Manufacturer narrative: the customer reported that they are not able to see arrhythmia recall on one of their bsm's (bedside monitor) which is networked to the cns (central nurse's station) . When viewing the alarm history and full disclosure there are logs of brady and techy alarms but the cns does not display the data when looking at the arrhythmia recall. The defective unit was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that they are not able to see arrythmia recall on one of their bsm's (bedside monitor) which is networked to the cns (central nurse's station) . When viewing the alarm history and full disclosure there are logs of brady and tachy alarms but the cns does not display the data when looking at the arrythmia recall. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that they are not able to see arrythmia recall on one of their bsm's (bedside monitor) which is networked to the cns (central nurse's station) . When viewing the alarm history and full disclosure there are logs of brady and tachy alarms but the cns does not display the data when looking at the arrythmia recall.